Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm verified that the 2500hr pm was performed. The stm replaced safety disk, only 180hrs remaining on old unit. Performed a performance test for 96 hrs with new safety disk using the trainer and test balloon at 130bpm. No stoppage or errors occurred. The stm verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that a low vacuum issue occurred while in use on a patient with a cs300 intra-aortic balloon pump (iabp). The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.